Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #: unk. Investigation summary: upon visual inspection of the photos, the following was observed: it was observed three reloads inside of the packaging without the label and hologram sticker presence without regulatory information which means diversion was confirmed. The photos show three tyvek with product code: gst60d, lot # t40p16, exp. Date: 2025-05-31. Lot number was reviewed, and it belongs to a har9f device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system (B)(4). The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2022. Investigation summary: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that eight sterile reloads were returned, and five samples were taken to be analyzed. Upon visual inspection of the three gst60d reloads (lot t40p16), it was observed that the reload retention bump is not formed according to the shape of the ees product. It was noted that the center rib is shorter and will provide less support for the cartridge body increasing the likelihood of malformed staples. The staples do not have the performed bent leg that the ees staples should contain. It is likely that this shape could cause malformed staple issues, especially in thick tissue. The lot number that was printed was not recognized under ees system. The part number found in the sled component was not recognized under ees system. The cavity number found in the drivers should be a letter as ees component instead number. Materials analysis revealed two key differences that will directly impact performance, especially in thick tissue. The sample contained significantly less fiberglass reinforcement in the cartridge body. There was almost no fiber glass in the sled and none was detected in the drivers. The lack of fiber glass reinforcement will cause looser staples and more malformed in thick tissue. The reported event is confirmed.